Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited a lead warning due to high impedance and measured high thresholds. It was also reported that the lead had a possible fracture and suspected loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.